Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator keyboard was not working, the ventilator was not on a patient at the time of the event.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.